Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The usage history from on (B)(6) 20/25 was investigated. At 7:30:33 pm on (B)(6) 2025, the programmed infusion began with a flow rate of 46.88 ml/h, volume of 750 ml, and an infusion time of 16 hours. However, at 12:13:19 pm on (B)(6) 2025, the programmed infusion ended, totaling 16 hours 42 minutes and 46 minutes, thus presenting an error of +4.3% in the infusion time, which is within the tolerance specified for this equipment. We also evidenced 17 stops in this infusion due to the pressure alarm, hence the delay in the infusion time. Therefore, the error presented in the technical complaint of minus 3 hours and 55 minutes in the infusion time was not found in the usage history for the days (on (B)(6) 2025). The usage history from on (B)(6) 2025 was investigated. At 6:39:26 pm on (B)(6) 2025, a new programmed infusion began with a flow rate of 46.88 ml/h, volume of 750 ml, and an infusion time of 16 hours. However, at 6:51:41 am on (B)(6) 2025, the device stopped infusing, displaying an air bubble alarm, and stopped infusing, with a total infusion time of 12 hours, 12 minutes, and a volume of 568.43 ml. Since the usage history no longer records this infusion, we have a 3 hour, 47 minute, and 45 minute reduction in infusion time and a 181.57 ml reduction in volume, for a total of 750 ml. Shortly after this time, the equipment was placed in active standby at 06:51:59 and the equipment was changed at 14:09:42 for a new program made at 19:58:01 on (B)(6) 2025. Therefore, we did not observe any equipment error in the infusion time. The equipment has a normal used appearance. An infusion was performed using the same programming provided in the complaint description. The infusion started with a programmed flow rate of 46.8 ml/h, programmed volume of 750 ml in 16h. The infused volume was 770 ml with an error of +2.6% and the infusion time was 16h with an error of 0.0% (accuracy ±5% (typical) according to equipment specification). The result of the test was approved. The defect could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k083689, k142596, k191910.

Event description:
According to the event description: "the mother reports daily the schedule for installing tpn. She performed the procedure with a schedule of 750 ml in 16 hours. With 3:55 hours remaining until the end of the infusion, there was no more tpn for infusion. The mother immediately turned off the pump and called us to disconnect it and notify us of the incident."